Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device monitor was faulty. The customer observed an error message "abnormal display" on the monitor. The fse visited onsite and evaluated the device. It was determined that the device monitor was faulty (blurred screen during boot up) due to a failure in the display cable. The display cable was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the display cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the display cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.